Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation of the device, it was found to be at backup vvi mode. The device will be explanted. There were no adverse health consequences to the patient.

Event description:
New information received indicated that the device was explanted and replaced. The patient was stable.